Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts for right ventricular lead noise that resulted in pacing inhibition and an elevated pacing impedance. No changes or interventions were performed; the physician elected to monitor the patient. The patient was in stable condition.